Event description:
It was reported that the customer experienced a blood glucose (bg) level of 572mg/dl and a high ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The t:slim x2 pump and basal-iq technology are intended for single patient use for the management of diabetes mellitus in persons six years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.